Manufacturer narrative:
An error 1 message occurred immediately when powering on the meter. The meter could not be paired with a pump as a result of the error message since it could not be cleared.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a meter error 1 alarm that would not clear. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.